Manufacturer narrative:
The company representative observed that the o-ring for the drive transducer was leaking. He lubricated the o-ring and the iabp was tested to factory specification. It functioned normally and was returned to service.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "autofill failure" and "maintenance required code number 3" (balloon transducer offset failure) alarms. After rebooting the iabp, the iabp generated an "electrical test failure code number 53" (shuttle transducer offset failure) alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.